Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt cable connecting the distribution node (dn) to the rear therapy electrodes, the therapy electrode interconnect cable, and the two rear therapy electrodes were missing. The root cause for the missing cables and therapy electrodes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of an unrelated problem, it was found that an electrode belt had extensive physical damage.